Manufacturer narrative:
Though the patient's exact age is unknown, she is reported to be approximately (B)(6) years old. Though the lot# is unknown, the complainant indicated that the device was not used past its expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that "everything went well" during a cystocele repair procedure performed on (B)(6) 2010, using an uphold vaginal support system. However, "a few" days following the procedure, the patient presented with "moderate" buttock pain. The patient was prescribed vicodin for the pain. Per the physician, the patient is "doing better" and the pain is a "little better." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.